Event description:
It was reported that kinking occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, post deployment, sheath kinking of the double curve watchman access system was noted. No patient complications occurred.

Manufacturer narrative:
E1: initial reporter facility name (B)(6) hospital. H3: device eval by manufacturer: returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. Inspection of the hub, sheath and tip revealed numerous kinks in the sheath. There was no other damage or defect found on the remainder of the device. Product analysis confirmed the reported event, as the sheath was kinked.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that kinking occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, post deployment, sheath kinking of the double curve watchman access system was noted. No patient complications occurred.